Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date in 2019 and suture was used. The needle broke during closure of the fascia. The tip broke in around 2cm in length. All pieces of the needle were retrieved during the procedure and no x-ray was needed. The surgeon opined that a contributing factor to the efforts placed on the needle used in closure was that the patient was obese and difficult to close the fascia. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/01/2019. H3 investigation summary: it was reported performance needle breakage. The actual needle was received for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn¿t be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and over-stressing of the needle.  There is no evidence of any material flaw that would cause premature failure.